Event description:
Reportedly, the x-ray tube cover detached from the cs2 x-ray tube ceiling suspension and allegedly the cover fell, striking the technologist on the left side of the head and left arm. Reportedly, the technologist did not feel it necessary to be examined and no injuries were reported.